Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop nasal and throat infections. The patient was prescribed antibiotics in response to the reported event. In the initial report, h6 section was not updated. Which is updated in this report. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device and humidifer were completed by the manufacturer. The manufacture found evidence of contamination on the bottom of base and humidifier, between the units, along the flip-lid hinge, and in the bottom of the humidifier chamber. An internal visual inspection was completed by the manufacturer.the manufacturer found evidence of dust on and in the blower, a dusty smoke (non-tobacco) odor, unidentified contamination on the interior of the humidifier bottom cover. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-153 on the error log. The manufacturer concludes the contaminates found were consistent contamination on the bottom of base and humidifier, between the units, along the flip-lid hinge, and in the bottom of the humidifier chamber, dust on and in the blower, a dusty smoke (non-tobacco) odor, unidentified contamination on the interior of the humidifier bottom cover. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section d9,d10,g3,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop nasal and throat infections. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.